Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on march 16, 2021 which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The stellant disposable set that was in use during the procedure was discarded by the site; therefore, they are not available for evaluation. The customer was unable to provide the lot number of the disposables; therefore, testing of retained samples was not possible. Additional applications training was offered; however, the customer declined. The site continues to use the stellant CT injection system after the reported event with no further issues reported.

Event description:
The customer reported the following: a (B)(6) female patient underwent a thoracic CT scan while connected to a medrad® stellant CT injection system. Following the completion of the scan, an undisclosed amount of air was visualized on the subsequent images. The exact anatomical location of the alleged air was not disclosed. Although the patient was asymptomatic, she was admitted to an inpatient unit for further observation post procedure. The patient was discharged to home the following day without further issue.